Event description:
It was reported the health professional was unable to establish telemetry and, therefore, unable to interrogate the device. It was noted the patient had not had the device checked in over four years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.